Event description:
It was reported that the patient presented with nocturia. The patient symptom was noted as urinary frequency. It was indicated that the patient had back surgery and the device stopped working as effectively per the doctor¿s notes. The patient was reprogrammed and patient outcome indicated as resolved without sequelae. Additional information reported that the patient was getting up 5 times a night.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v552242, implanted: 2010-(B)(6), product type lead. (B)(4).